Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2018, the patient was implanted with a bifurcated stent graft and a suprarenal extension to treat an abdominal aortic aneurysm. This case was an off - label procedure but was successful. Additionally, post implant, there was also a pre close issue/dissection noted in distal access on right, that was addressed with ballooning and stenting. On (B)(6) 2018, endologix was made aware of indicated ileus/potential bowel obstruction and stenosis/potential obstruction of proximal celiac artery. On 06/15/2018, endologix was notified that this patient had expired ((B)(6) 2018). It was reported that the cause of death was to a celiac artery occlusion/infarct.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to confirm the following reported events of off-label procedure, right femoral dissection and stent placement, celiac stenosis with infarct, ileus, bowel obstruction and death. Clinical was able to find substantial evidence to support the following additional findings of kidney infarct/injury and suboptimal, juxtarenal position of the cuff discovered on the post implant CT scan. This event was most likely caused by the patient's anatomy (off -label) and preexisting medical conditions. The final patient status was reported to be expired on (B)(6) 2018, four days post implant, from comorbidities. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.